Event description:
During a laparoscopic cholectstectomy procedure, pneumoperitoneum leaked from this instrument. The hospital has reported that no pt injury occurred.

Manufacturer narrative:
The product was not returned to the MFR for evaluation.